Event description:
Clinician did an immediate implant placement on site #6 on (B)(6) 2020. Due to loss of integration the implant was removed on (B)(6) 2020. No grafting was use in site and no further impact on patient.

Event description:
Clinician did an immediate implant placement on site #6 on (B)(6) 2020. Due to loss of integration the implant was removed on (B)(6) 2020. No grafting was use in site and no further impact on patient.